Event description:
Rptr stated during removal of a rock hard nucleus, system stopped working in middle of case. Had to enlarge incision to complete manually. Pt had cloudy cornea, but no permanent injury reported.